Event description:
4/5 reference (B)(4) for all attachments and related complaints) . No patient injury. It was reported that leakage on the y piece was experienced. Lot numbers involved: 4135475 / 4135476. This report is for 4135475.

Manufacturer narrative:
Corrected data: model and expiration date should be null, should be null.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Five samples were received without their original packaging, in used condition, and decontaminated inside a ziplock bag. During the visual inspection, the samples arrived damaged and broken between the y-site and valve check. During the leak test, a leak was presented between the y-site and valve check due to damage/broken issues. The root cause was due to damage or incorrect handling of the devices while in use by the customer. No corrective actions are performed since failure mode is not related with manufacturing process.

Event description:
Additional information received via email patient information confidential. No patient injury.